Event description:
Reporter noted error message during set-up, before any patient in room. Tried rebooting two times; warning persisted. Rescheduled one case; two patients done with buckles instead of ppv. Patient 2 of 2: additional information received in 8/2005 noted procedure was for subtotal retinal detachment od. Patient underwent scleral buckle procedure instead of posterior vitrectomy. Outcome/prognosis reported as excellent. Different method of surgery performed, but this was accpetable alternative. No adverse effect on patient.